Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had insulation damage that was noted to be broken and ruptured, fluctuating as well as high impedance, and oversensing/noise. Reprogramming was preformed to stop therapies, and the lead was capped and replaced. No patient complications have been reported as a result of this event.